Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a removal of a cyst wrist, towards the end-closing phase, while they used a running stitch suturing technique, the thread broke. They used another suture to complete the case. There was no patient injury.